Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the device involved with the complaint and completed device evaluation. The instrument was found to have a broken pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was missing from clevis. Clevis did not exhibit any wear. Broken strands stuck out at the wrist. Other cables at wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable with missing crimp, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted abdominoperineal resection procedure, the cable broke on the small grasping retractor instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.